Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1293557. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported by the customer that during use of the bd intima-ii¿ closed IV catheter system the steel needle was separated from the needle holder. The following information was provided by the initial reporter; the nurse placed the patient with intravenous indwelling needle. When the steel needle was pulled out, the steel needle was separated from the needle holder, and the steel needle was in the patient's vein, and blood flowed out from the back end of the steel needle. Without the needle holder, the steel needle was difficult to withdraw, and finally it was pulled out with difficulty, resulting in potential safety hazards.